Event description:
Pt called back reporting that they saw their mdt rep named on friday and rep went in to adjust the settings. Pt stated that it was not successful and it was not to their liking. Pt stated that they have lost the ability to turn cycling on/off. Agent understood that the pt could not tap into the programs anymore either. Agent had a hard time keeping pt focused. Pt stated that the ins will adjust but, not nearly as quickly. Pt added that they hurt 'where the leads are'. Patient stated they will contact hcp office to be seen in person for the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient described issues with stimulation. Patient said they had the group a setting set up to where they liked it and therapy was effective, but slowly, the group a became less effective. Patient said they would turn a up to 3.5 from 2 and didn't really feel anything. Patient then said they switched to group b which was set up where stim was still effective and helped with their daily pain, and then about a week ago, during a cycling event of the stimulation, the last point of the cycle would get intense and stim would "electrocute" their whole pelvis and go down into their leg to shortly past their knee. Patient said cycling would stop and start over again and they tried to adjust the settings, but the same thing kept happening. Patient hadn't tried group c yet. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received, it was reported the representative met with the patient on february 28 in which the patient did not report lead area pain. The patient was instructed how to decrease the intensity if stimulation was too strong. The settings were changed to subthreshold, from evolve to dtm settings. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.